Manufacturer narrative:
Product ID: 3389s-40, lot# v925809, implanted: (B)(6) 2012, product type: lead. Product ID :3389s-40, lot# v878959, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).

Event description:
A patient implanted for parkinsons dual reported they were difficult to understand and they couldn't speak very well. The patient was having a "heck of a time" and it had seemed like "none of the health care professionals (hcp) could help the patient with the programming of their device." The patient stated he had been having issues with programming since implant. The patient had seen six neurologists so far, and all of the different providers told him he didn't have parkinsons's. One hcp thought the patient may have some sort of virus. The patient mentioned he was a told by one of the hcp's they were surprised the patient was implanted with the device because of how many medications the patient was on. On (B)(6) 2016 the patient's wife reported the patient passed away on (B)(6) 2015. The patient's condition worsened immensely after the deep brain stimulator (dbs) procedure and the patient's wife was afraid the procedure shouldn't have been done in the first place. The patient's last neurologist felt the patient was misdiagnosed with parkinson's.

Manufacturer narrative:
Final analysis of neurostimulator model 37601 (lot # (B)(4)) showed ins functionally okay; insignificant anomalies. No significant anomaly. Information references the main component of the system and other applicable components are: : product ID 3389s-40, lot# v925809, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# v878959, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient.